Event description:
The complainant reported that an automated impella controller alarmed with a "battery temperature high" alarm during impella support. The aic was replaced with no further issues noted. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D4 serial number was corrected.

Manufacturer narrative:
The investigation for the console (aic) battery overheating issue has been completed. Console logs from the complaint date revealed the ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) that self-resolved in 10 seconds. There was no preceding battery temperature alarm #48, which occurs when battery temperature is between 50degc and 60degc. Battery and power data embedded in ltlogs do not show any temperature rise or elevated battery temperatures, as ltlog data is recorded every 60s. The console¿s batteries and power management system were returned and tested, and no issues were observed. The battery level low alarm was due to a momentary communication glitch between the batteries and pbm, where a single sample from battery data (in this case value of battery temperature) was corrupt.

Manufacturer narrative:
H1: changed from a malfunction to a serious injury. H6: added code.